Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user observed a discrepancy between a fingerstick blood glucose of 213 mg/dl and an ilet glucose value of 155 mg/dl, for which the agent provided calibration guidance and education, after which the ilet and fingerstick values trended closer (159 mg/dl vs 134 mg/dl). Symptoms included feeling tired. Outcomes included no alerts, no use of backup therapy, no ketone testing, and no medical intervention or assistance. Investigation included customer counseling, device use review, and monitoring of post-guidance readings. Investigation of this case revealed an intermittent accuracy discrepancy between sensor and fingerstick readings that improved after calibration and continued monitoring, with no device alarms and no component malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was unclear.